Manufacturer narrative:
Updated field: h6 (type of investigation, investigation findings, investigation conclusions). It was reported that cs300 intra-aortic balloon pump (iabp) with ballon waveform not displayed. Getinge field service engineer (fse) found compressor vacuum and pressure head diaphragms are damaged due to ageing effect. Replace 5000 h maintenance kit from customer stock and start the machine on trainer. Further machine is showing 'system failure' during autofill start. After diagnosis found drive manifold assembly is suspected defective. It is required for testing purpose. Further diagnosis will done after replace drive manifold.if any pertinent information is received in the future, the complaint will be reopened and updated accordingly. No patient involvement.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit waveform did not display properly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6 (investigation findings, component codes). It was reported that cs300 intra-aortic balloon pump (iabp) with balloon waveform not displayed. A getinge field service engineer (fse) found compressor vacuum and pressure head diaphragms are damaged due to ageing effect. Replace 5000 h maintenance kit from customer stock and start the machine on trainer. Further machine is showing 'system failure' during autofill start. After diagnosis found drive manifold assembly is suspected defective. Fse replaced the drive manifold assembly and problem rectified. Observed machine for 4 hours working fine. There was no patient involvement.

Event description:
N/a.